Event description:
It was reported that the battery housing expanded after use in the battery charger. No reports of patient injury have been associated with this complaint. The equipment has been removed from service. Return of the equipment to the manufacturer has been requested for device analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device unavailable for analysis.this report is filed (B)(4), 2013. (B)(4): device unavailable for analysis.